Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the camera head was hot, the contact was disconnecting from the lens integrated system, and it was not making the white balance, beside the image was very yellow. The doctor had to use the house's video cabinet. The procedure was completed using the same reported device. There was 45 minute delay no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed no defect was found that would make it impossible to use the equipment. A functional evaluation was performed on the returned device and found that the equipment had dirt in the connector. After cleaning the connector, the equipment returned to normal operation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for overheating, connection problem, calibration problem and yellow image could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for dirt in the connector has been associated with a failure to follow instructions. The instructions for use (IFU), provided with the device, contain the following warnings and precautionary measures related to proper use of the device, including but not limited to: the product must be cleaned and sterilized before every subsequent use; use only neutral ph cleaners to decontaminate the camera head. Non-neutral ph cleaners may cause residue buildup, which may cause interference in the video output. Based on this investigation, the need for corrective action is not indicated.